Manufacturer narrative:
Literature citation: sebastien pesenti, benjamin blondel, emilie peltier, tarek adetchessi, henry dufour, and stephane fuentes."percutaneous cement-augmented screw fixation in the fractures of the aging spine: is it the solution?". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that a 12 patients diagnosed with a thoracolumbar fracture associated with an important loss of bone stock were included in the prospective study. There were 7 females, 5 males .the mean age of patient was 73 years (ranging from 60 to 87 years, sd 10.9).surgical procedure included systematically a percutaneous osteosynthesis using cemented fenestrated screws. A balloon kyphoplasty was performed in 11 cases. In every case with balloon kyphoplasty, this procedure was performed after the posterior fixation in order to decrease the pressure needed to inflate the balloon and to inject the cement with low pressure to avoid leakage. It was reported that one patient had a pulmonary embolism due to cement leakage diagnosed on a contrast enhanced CT scan performed due to the presence of a cement leakage visible on the postoperative spine CT scan. This patient was treated with medical therapy. No other complications occurred such as infection or neurologic impairment.